Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge displayed multiple, intermittent inaccurate fill estimate of 105 units. Reportedly, the cartridge was filled with 300 units of insulin. The customer¿s blood glucose level ranged in the 200's to 220 (mg/dl). Reportedly, the customer continued using the pump for continued insulin therapy.